Event description:
It was reported that a sudden increase in pacing impedance was noted. High capture threshold was found. Lead was capped. Externalized conductors were observed via fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A complete lead was returned in two pieces. A portion of the insulation between the is-1 and df-1 connector pins was missing. Analysis of the returned portions was normal. No anomaly found. Without the return of the entire lead a full analysis could not be completed.